Event description:
It was reported that the lead was exhibiting noise on the pace/sense portion of the lead and had intermittent impedance measurements. When the lead was removed, an insulation anomaly was observed.

Manufacturer narrative:
Analysis noted insulation abrasion at 19 to 20.2 cm from the connector, exposing the proximal cables. The lead abrasion is consistent with that produced by friction with the ICD can. The electrical characteristics of the lead were found to be normal.